Event description:
It was reported that the customer had a no delivery alarm during fill tubing. Customer's blood glucose level was 131 mg/dl. Troubleshooting was performed and the customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Reservoir and infusion set will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.